Event description:
The complainant reported cracked and leaking purge sidearm tubing. Instructions were provided regarding performance of a purge bypass. Patient outcome has not yet been determined, as the patient remains on device support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: b2 selected death. D1 brand name changed. D9 device return date. H1 changed to death. H6 impact code changed to f02. H6 clinical code changed to e2343.

Manufacturer narrative:
Updated information: follow up #1 was submitted with the incorrect g3 date and report submission due date. G3 has been updated to (B)(6) 2026 and report submission due date to (B)(6) 2026.